Manufacturer narrative:
The suspect device has not been returned for evaluation. However, the biomed in the facility reported that he tested the unit and there was no autocycling issue occurred. A vyaire technical support gave troubleshooting instructions to the biomed. After all the tests, no autocycling was induced and the ventilator cycled correctly. Technical support explained to the biomed that this might be a possible leak with the humidifier chamber or patient connection. The ventilator is working correctly. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported the device is possibly autocycling while on infant patient issue on the avea ventilator. The customer confirmed that there was no patient harm associated with the reported event.